Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter while water injected into the balloon on the day of placement.

Manufacturer narrative:
The reported event was confirmed as supplier related. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, the catheter was leaking at the valve area due to the black stem was not properly centered in the valve body. The reported event was assigned as supplier related issue. A potential root cause for this failure mode could be crack/crushed valve - black stem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) b e careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the foley catheter while water injected into the balloon on the day of placement.